Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain around the implant site. The patient underwent an pig explant procedure. The explanted device was not returned. No further information could be obtained despite good faith efforts.